Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed record of power on reset on the reported failure period. On examination, the battery compartment and battery cap are intact without damage. The battery cap was examined and noted to be within specification. On testing, the pump powered on normally. The battery cap was attached to the pump securely. No rebooting of the pump occurred during testing. The pump was exercised for 24 hours without any power issues or alarms. The pump was opened for investigation and revealed no evidence of moisture, damage, defect or contamination of the interior pump components. The display screen was noted to be dim. A test display was attached to the pump and illuminated properly.